Event description:
It was reported that revision surgery was scheduled due to pain and swelling of the patient's knee. During the revision surgery the surgeon observed that the tibial articular insert had disassociated from the tibial base.